Manufacturer narrative:
This spontaneous case was reported by a consumer, (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('finding a possible essure remain from the surgery/essure fragment in the right uterine horn'), ovarian cyst ('simple left ovarian cyst of 47x35'), uterine polyp ('endometrial polyp') and paraovarian cyst ('paraovarian cyst'). In a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: smoker ((B)(6) cigarettes a day), vaginal delivery, c-section, vulvovaginitis, abdominal pain, aerophagia, gastroenteritis, urinary tract infection, dorsalgia, lumbalgia, muscle contracture, scoliosis, anxiety, bronchitis, vertigo, sciatica and dyslipidaemia. The patient had no relevant past medical or surgical history. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), back pain ("low back pain lumbalgia"), abdominal pain upper ("stomach aches"), fatigue ("tiredness adthenia"), loss of libido ("lack of sexual drive"), social avoidant behaviour ("isolation"), anxiety ("anxiety"), depression ("depression/psychological and psychiatric symptoms"), uterine polyp (seriousness criterion medically significant), sciatica ("sciatica"), myalgia ("neck muscle pain"), temporomandibular joint syndrome ("temporomandibular joint pain"), adnexa uteri cyst ("left adnexal cyst that measures 37 x 31"), arthralgia ("post-traumatic shoulder joint pain"), dyslipidaemia ("dyslipidaemia"), iron deficiency anaemia ("iron deficiency anaemia"), dysuria ("dysuria"), urinary tract infection ("urinary tract infections"), vertigo ("vertigo"), nasopharyngitis ("common colds"), bronchitis ("bronchitis"), vaginal infection ("vaginitis"), gastroenteritis ("gastroenteritis"), dyspepsia ("dyspepsia"), heavy menstrual bleeding ("hypermenorrhoea"), paraovarian cyst (seriousness criterion medically significant), menopausal symptoms ("menopausal symptoms") and asthma ("asthma"). The patient was treated with surgery (bilateral salpingectomy procedure, laparoscopic cystectomy, polypectomy, subtotal abdominal hysterectomy, and the 10-cm cyst was removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device breakage, ovarian cyst, swelling, genital haemorrhage, headache, back pain, abdominal pain upper, fatigue, loss of libido, social avoidant behaviour, anxiety, depression, uterine polyp, sciatica, temporomandibular joint syndrome, adnexa uteri cyst, arthralgia, dyslipidaemia, iron deficiency anaemia, dysuria, urinary tract infection, vertigo, nasopharyngitis, bronchitis, vaginal infection, gastroenteritis, dyspepsia, heavy menstrual bleeding, paraovarian cyst, menopausal symptoms and asthma outcome was unknown. The reporter provided no causality assessment for adnexa uteri cyst, arthralgia, asthma, bronchitis, dyslipidaemia, dyspepsia, dysuria, gastroenteritis, heavy menstrual bleeding, iron deficiency anaemia, menopausal symptoms, myalgia, nasopharyngitis, sciatica, temporomandibular joint syndrome, urinary tract infection, uterine polyp, vaginal infection, vertigo and paraovarian cyst with essure. The reporter considered abdominal pain upper, anxiety, back pain, depression, device breakage, fatigue, genital haemorrhage, headache, loss of libido, ovarian cyst, pelvic pain, social avoidant behaviour and swelling to be related to essure. The reporter commented: on (B)(6) 2009, she underwent the hysteroscopy procedure. The essure devices were inserted in both fallopian tubes without complications. In addition, an endometrial polypectomy was performed on an 8-mm polyp. The patient was subsequently, informed about having to use an additional contraceptive method until the results became available. An appointment with anatomical pathology was scheduled to pick up both the polyp sample results and the hysterosalpingography results. The adverse events started to develop after the insertion of the essure device. On (B)(6) 2020, she underwent the bilateral salpingectomy, the laparoscopic cystectomy of the left paraovarian cyst, and the essure removal procedures. The patient progressed favourably after the surgical intervention. She was discharged on (B)(6) 2020. On (B)(6) 2020, she attended a check-up. The anatomical pathology results were as follows: uterus: secretory endometrium and myometrium without relevant alterations. Left tube: tubal section with paraovarian cyst; right tube: tubal section without relevant alterations. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on 17-jan-2019, results came back negative; biopsy endometrium: on (B)(6) 2011, secretory endometrium with no signs of malignant lesions; hysterosalpingogram: on (B)(6) 2009, full bilateral tubal occlusion had been achieved; imaging procedure: on (B)(6) 2020, radiology testing, showed an essure fragment in the right uterine horn; ultrasound scan: on (B)(6) 2019, left paraovarian cyst. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on (B)(6) 2021, patient's date of birth and medical history added. New events: endometrial polyp, sciatica, neck muscle pain, temporomandibular joint pain, post-traumatic shoulder joint pain, dyslipidaemia, iron deficiency anaemia, dysuria, urinary tract infections, vertigo, common colds, bronchitis, vaginitis, gastroenteritis, dyspepsia, left adnexal cyst that measures 37 x 31, hypermenorrhoea, paraovarian cyst, menopausal symptoms and asthma added, lab tests results provided, insertion and removal details and anatomical pathology results added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('finding a possible essure remain from the surgery') and ovarian cyst ('simple left ovarian cyst of 47x35') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had no relevant past medical or surgical history. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), back pain ("low back pain"), abdominal pain upper ("stomach aches"), fatigue ("tiredness"), loss of libido ("lack of sexual drive"), social avoidant behaviour ("isolation"), anxiety ("anxiety") and depression ("depression / psychological and psychiatric symptoms"). The patient was treated with surgery (bilateral salpingectomy procedure, subtotal abdominal hysterectomy and the 10-cm cyst was removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device breakage, ovarian cyst, swelling, genital haemorrhage, headache, back pain, abdominal pain upper, fatigue, loss of libido, social avoidant behaviour, anxiety and depression outcome was unknown. The reporter considered abdominal pain upper, anxiety, back pain, depression, device breakage, fatigue, genital haemorrhage, headache, loss of libido, ovarian cyst, pelvic pain, social avoidant behaviour and swelling to be related to essure. The reporter commented: the adverse events started to develop after the insertion of the essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 23-mar-2021: quality safety evaluation of ptc. On 23-mar-2021: ha number received: ps/ch/67185. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('finding a possible essure remain from the surgery') and ovarian cyst ('simple left ovarian cyst of 47x35') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had no relevant past medical or surgical history. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), back pain ("low back pain"), abdominal pain upper ("stomach aches"), fatigue ("tiredness"), loss of libido ("lack of sexual drive"), anxiety ("anxiety") and depression ("depression / psychological and psychiatric symptoms") and underwent patient isolation ("isolation"). The patient was treated with surgery (bilateral salpingectomy procedure, subtotal abdominal hysterectomy and the 10-cm cyst was removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device breakage, ovarian cyst, swelling, genital haemorrhage, headache, back pain, abdominal pain upper, fatigue, loss of libido, patient isolation, anxiety and depression outcome was unknown. The reporter considered abdominal pain upper, anxiety, back pain, depression, device breakage, fatigue, genital haemorrhage, headache, loss of libido, ovarian cyst, patient isolation, pelvic pain and swelling to be related to essure. The reporter commented: that the adverse events started to develop after the insertion of the essure device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.